Manufacturer narrative:
Occupation was lay user/patient. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed.

Event description:
The initial reporter received a questionable inr result on coaguchek xs meter serial number (B)(4) compared to a laboratory. The laboratory utilized a star max bystago analyzer with neoplatine reagent. The meter result was 3.3 inr at 1:00 pm. The laboratory result was 2.5 inr at 1:40 pm. The result of 2.5 inr was believed. The patient's warfarin dose was increased to 5.0mg from 2.5mg on fridays only. The patient's therapeutic range was 2.5-3.5 inr. The patient's testing frequency is every 2 weeks.